Event description:
The customer complained that a mix of anti-e and anti-private didn't react (B)(6) on solidscreen ii strip on tango. The customer has sent us the affected sample but not the complained product. Therefore the quality control laboratory tested the retention sample of the complained lot in combination with the sample on tango. We could confirm negative reactions of the sample with the three screening cells of biotestcell p3. The used positive and negative controls reacted correctly and clearly positive respectively negative. Further testing of the sample in the diamed gel system showed a weak (B)(6) reaction with the e positive cell in the liss/coombs technique. The enzyme test with bromelain in the tube technique also showed a weak (B)(6) reaction with the e positive cell. The tests carried out show that the anti-e is a weak (B)(6) antibody (B)(6). Though we requested the test results of customer we were not informed about the identity of the anti-private. But it is state of the art that an antibody corresponding to a very rare antigen is named as anti-private. Therefore we can assume that our screening cells don't wear this very rare antigen.